Event description:
It was reported that the device sys was removed in 2007 due to infection. No other pt symptoms or treatments were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.